Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the leadless implantable pulse generator (ipg) was implanted, the patient had an ablation procedure and telemetry was reported as being intermittent. Ultimately after numerous tries, some telemetry was established and the ipg was partially interrogated. The clinician was able to get a complete interrogation with incremental steps and multiple tries. The ipg remains in use. No patient complications have been reported as a result of this event.